Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture", later confirmed baker grade iii. This record is for the left side. Device was explanted and replaced with non abbvie. Medication was administered for the capsular contracture event. It is unknown if it was singulair or accolate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture", later confirmed baker grade iii.

Event description:
Healthcare professional reported "capsular contracture", later confirmed baker grade iii. This record is for the left side. Device was explanted and replaced with non abbvie. Medication was administered for the capsular contracture event. It is unknown if it was singulair or accolate.